Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Internal parts of the adjustable pressure limit valve were replaced to resolve the reported issue. No report of patient involvement. Block the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve preventing manual ventilation. There was no report of patient involvement.